Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of recz2895 showed one other similar product complaint(s) from this lot number. The complaints for this lot number have been reported from the same facility.

Event description:
It was reported that the catheter "kinked less than eight hours after insertion, cathflo placed day 1 after insertion. Blood flow returned, but rn still felt resistance. Called back on day 2 after insertion for occlusion. Pulled PICC back 2cm and line had visible kink in the 2cm that was pulled back."